Event description:
Manufacturer representative (rep) inquiring about options for patient to have MRI. Rep states they were informed by the MRI center that patient cannot connect to their implantable neurostimulator (ins) and employee suspects this is because the ins battery is depleted. Rep has tried to reach out to the patient but has not been able to get a hold of them and says they plan to speak with patient to get further clarification. Agent reviewed requested info regarding MRI. Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the patient was in the hospital and needed an MRI, but the implanted neurostimulator wouldn't charge or keep a charge for a while now. Caller said they were trying to get the equipment to work, but it kept saying it couldn't find the device. Caller mentioned they had been trying to mess with the equipment every once in a while, but they knew the issue was with the recharger. Agent asked for event date, and caller said the issue could go back a couple years or months. Caller stated they spoke with medtronic representative yesterday and was told to call for troubleshooting. Agent walked caller through removing the battery pack and re-inserting the battery and caller confirmed the controller powered on. Caller then inspected the recharging antenna and said the cord where it met the paddle was bent and chewed up, and there was excess heat coming out of the paddle that burned. Caller confirmed they had not seen any error messages, but would see poor recharge quality. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent sent recharger to the hospital as patient will need MRI. Per additional information from manufacturer representative (rep). Rep stated that patient was in the hospital was unrelated to device that the patient needed an MRI while in the hospital for a different reason. Cause of implantable neurostimulator (ins) would not keep a charge was unknown. The MRI center reached out on (B)(6) 2026 reporting that the patient was unable to get MRI because they could not connect to his device. The patient contacted rep on (B)(6) 2026. Per patient, they stopped using his stimulator prior to reported issue. Patient reported that he was unable to charge his battery and it would not hold a charge. Patient stated that their equipment in the hospital and had tried prior to MRI. Rep instructed the patient to call patient services to see if they could be of assistance. Issue reported on (B)(6) 2026 by patient. Actions/interventions taken were to call customer service to see if the paddle needed to be replaced to help charge his device. The patient never reported a receiving a burn from the paddle to rep over the phone. As of this email, waiting for the replacement paddle to be delivered. It is unknown as the issue was resolved or not. As of yesterday evening, the patient has not received replacement paddle. Rep will follow up with patient today. The information was reported directly by the patient. Rep inquired about status of recharger replacement. Per tracking it was delivered 9:19 on (B)(6) 2026.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) saying they were unsure if replacement recharger has resolved the implant charge depletion and other issues as the patient is currently in a rehab center and has not tried to charge his device. Rep also confirmed that patient has the new paddle and patient will call them if he has any issues. Rep mentioned that the cause of the issue is unknown and information has not been confirmed by the physician as the conversation has been primarily with the patient. Rep will reach out to the physician if the patient needs further intervention.